Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified creases(fold). Leak test and microscopic analysis were performed which identified wear abrasion, yellow particles, and observed void >1 mm in non-textured, valve-to shell-bond area, as well as an opening crease(smooth) on posterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is an opening crease(smooth) on posterior due to fold (flaw) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "spontaneous rupture." Device has been explanted.